Manufacturer narrative:
(B)(4). Mw5107031.

Event description:
A voluntary MDR report was received on 01/25/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).